Event description:
The patient reported the lead was replaced because it was "frayed" and possibly fractured. It was further reported the lead impedance was not within specifications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.